Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the microcatheter broke, causing surgical risk. It is unknown if the catheter was entrapped, if there was vasospasm, or if intervention occurred. The patient was undergoing treatment of an arterivenous fistula. The patient's vessel characteristics were unknown. The devices were prepared as indicated per the IFU.

Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. Onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter body was found separated at ~148.8cm from the proximal end of the hub. The tubing material of the separated end exhibited with jagged edges and stretching with the inner wire separated and protruding from within the separated end. The apollo micro catheter usable length was measured to be ~142.6cm, and the distal floppy segment was measured to be ~3.5cm. When compared to product drawing ~21.5cm of the apollo catheter distal segment was found separated. The separated segment was not returned. It is possible this segment remains within the patient; however, the reason could not be determined. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation¿ was confirmed. The tubing material at the separated end exhibited plastic deformation (jagged edges and stretching) which indicates that the catheter separated as the tensile strength was exceeded. However, the cause for the separation could not be determined as insufficient information was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.